Event description:
Patient was using an abbott libre 14-day (sn (B)(4)) to measure blood glucose. Blood sugars were showing consistent 50-60's on the libre device all day on (B)(6) 2021 causing patient to reduce or omit insulin and take extra carb. On (B)(6) the patient had a blood draw which showed glucose 574 while his libre at the same time was showing 60's. We have the patient come to clinic (B)(6) and again the libre showed 69, despite fingerstick 271. A new libre showed 290. We concluded his existing libre had malfunctioned giving him all 60's resulting in inappropriate reduction in insulin dose and a dangerously high sugar. FDA safety report ID# (B)(4).